Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the bent pin inside the socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the reported error 226 was confirmed due to a bent video connector pin. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during preparation for a therapeutic procedure, the visera elite ii video system center exhibited scope communication error e226, whenever scope was connected to it. It was also noted, a pin was found inside the socket, and it was bent inwards, and looked like the socket needed repair. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the health professional and title status of the contact person identified within the initial medwatch. This information is identified within e2 and e3. If additional reportable information is obtained, a supplemental report will be submitted.